Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A cold restart of the system and turning off the transformer does not improve the situation. A philips field service engineer (fse) went onsite and confirmed the reported problem. The analysis of the system log file confirmed that the software on the main management pc (suite pc) had crashed. The cause of the reported problem was a software failure and to resolve the issue, the fse performed a full reinstallation of suite pc software. After functional checks, the system was returned to working conditions. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.